Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. However, the most likely probable causes are as follows: the legal manufacturer presumed that the staff at the facility was inadequately trained in device handling or reprocessing in accordance with the instructions for use (IFU). IFU (reprocessing manual) cautions the user against insufficient reprocessing: ¿precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU (reprocessing manual) cautions the user against insufficient reprocessing on channels: "precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿ the legal manufacturer confirmed via device history record (DHR) that the device was shipped out, satisfying specifications.

Manufacturer narrative:
As part of our investigation, on (B)(6) 2021 the ess and olympus regional solutions manager returned to the customer¿s site and met with the facility¿s nurse manger for the endoscopy lab. The ess and olympus regional solutions manager presented the reprocessing findings via power point presentation to the nurse manger of the endoscopy lab and staff. A copy of this presentation was also provided to the nurse manger of the endoscopy lab. In addition, a reprocessing in-serve has been scheduled for (B)(6) 2021 that will included a demonstration of reprocessing in accordance with manufacturer¿s recommendations. The scope will not be returned to the service center for evaluation as the reported issue is related to reprocessing and not a device issue. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopic support specialist (ess) reported that during an onsite tiger team visit at the customer¿s site, it was noted that the scope was not being properly pre-cleaned. The ess noted that the customer¿s staff was rushing through the pre-cleaning steps and sometimes omitting steps. The ess informed the customer that they needed to complete the entire pre-cleaning steps for the allotted time. The facility¿s scopes are not cultured. There were no associated patient infections reported.